Event description:
Physician was attempting to deploy 1 endeavor resolute drug-eluting stent at a lesion in the lad with 80% stenosis but felt strong resistance. When the device was removed the stent was noted to be deformed. Another stent was used to complete the operation. No patient complication was reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: 313 inherent risk of procedure - (deformation). Patient's condition affected effectiveness of device (lesion morphology) - 80% stenosis and severe calcification. (No results available since no evaluation performed) - device or procedural images not provided for review. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) - 80% stenosis and severe calcification. Inherent risk of procedure - (deformation). (B)(4).

Event description:
Evaluation summary: the stent was positioned between the marker bands as per specifications. The 1st distal segment was flared. The distal tip was damaged.